Event description:
It was reported that prior to use, during the pre-use device inspection, it was noted that the expiration date appeared to be prior to the manufacturing date. There was no reported patient involvement since this occurred prior to use.

Manufacturer narrative:
Changed the lot number from 3000079459 to 3000083942. Changed the exp date from 08/29/2021 to 11/07/2021. Changed the manufacture date from 08/29/2018 to 11/07/2018. No decon is being performed for this product since the product packaging is intact and it was returned directly from the distributor. It has not been exposed to any clinical or known biohazardous conditions. A visual inspection of the returned product and photos provided determined that the labeling was incorrect. The evaluation confirms that the outside label on the shelf carton had the expiration date prior to the manufacturing date. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4). Record ID (B)(4).

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint :(B)(4).

Event description:
It was reported that prior to use, during the pre-use device inspection, it was noted that the expiration date appeared to be prior to the manufacturing date. There was no reported patient involvement since this occurred prior to use.